Event description:
It was reported that there were low impedance alerts on the right ventricular (rv) and superior vena cava (svc) coils of the rv lead. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the partial lead in segments was returned, analyzed. Analysis indicated that the rv (right ventricular) defibrillation coil developed a fracture due to flexing while in vivo. The distal conductor of the lead became extrinsically fractured due to a cut.

Event description:
It was additionally reported that the lead triggered a warning for high impedance. The lead was explanted and replaced.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.